Manufacturer narrative:
(B)(4). This is report 3 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for the potentially associated lot number gd893164 and gd893305. No exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following information was reported. On an unreported date, the patient experienced a bowel obstruction, which led to peritonitis on an unknown date in (B)(6) 2012. On an unknown date in (B)(6) 2012, the patient was hospitalized for the event. Treatment for the peritonitis was unknown. On (B)(6) 2013, the patient was discharged from the hospital and considered to be recovering. However, on (B)(6) 2013, the patient was re-hospitalized for vomiting and abdominal pain (onset dates not reported). The consumer reported the patient was hospitalized at this time for shortness of breath but the nurse could not confirm this. The abdominal pain and vomiting were considered as manifestations of peritonitis. Treatment rendered was not reported. The patient remained hospitalized at the time of this report but was reported to be recovering from this peritonitis event. The nurse stated it was unknown if dianeal therapy was ongoing and stated she thought the patient was possibly going to be switched to hemodialysis. Per the nurse, the peritonitis event was unrelated to baxter dianeal solutions, devices, or disposables.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.